Event description:
Patient reported right side rupture. Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture: observed broken assessed as fold flaw opening and missing piece of shell assessed as inconclusive. ¿ crease/folding of implant: observed creases on the device. Additional observations: ¿ observed stress marks on the device assessed as non penetrating nick. No further actions are required since no manufacturing issue is observed.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, h6

Event description:
Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d6a, g2.

Event description:
Patient reported right side rupture confirmed with an MRI. Healthcare professional later reported "no symptoms, rupture seen on MRI". Device remains implanted.

Event description:
Patient reported right side rupture. Device remains implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: rupture.